Manufacturer narrative:
Per the dexcom user guide: don't wear your cgm (sensor, transmitter, receiver, or smart device) for magnetic resonance imaging (MRI), computed tomography (CT) scan, or high-frequency electrical heat (diathermy) treatment. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer did not remove the transmitter and sensor prior to receiving a magnetic resonance imaging (MRI) test. Customer replaced transmitter to address the issue.